Manufacturer narrative:
A lot history review (lhr) of rexl0410 showed two other similar product complaint(s) from this lot number. The complaint of catheter bunching was confirmed, and the cause appears to be user related. The product returned for evaluation was an 8 cm powerglide midline catheter assembly. The catheter had been pierced by the introducer needle 4.3 cm from the distal end of the catheter. The catheter was also bunched up and wedged between the needle and guidewire leaving a small length of the needle protruding out from the catheter. This type of damage can occur if the introducer needle is inadvertently re-inserted into the catheter.

Event description:
On (B)(6) 2014 - powerglide bunched up upon insertion. Could not be advanced off wire.